Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive vibrio patient result. The pcr curve was unusual so the test was repeated. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. (B)(6). G.5. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported false positive results associated with vibrio and showed bad reliable curves, indetermined results (inds) rate increased for viral enteric panel. Service checked readers, fill check, and calrack. Then performed pcr test, installed fan on lysis scripts and a qualification run without any errors or issues. This complaint is a not confirmed failure of the instrument and the root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive vibrio patient result. The pcr curve was unusual so the test was repeated. There was no report of patient impact.